Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding troubleshooting assistance of a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) had not done treatment in 3 days. The hp was just shutting off the hc when the low drain volume occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed that the hp had missed 3 therapies because they would shut off the machine when it alarmed with low drain volume. The rn stated they have spoken to the hp regarding the issue. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint is for a use error, failed to follow therapy steps was confirmed because care giver reported that while doing therapy in a chair patient disconnected the patient line in drain 2 (without following proper emergency disconnect procedure) . The cause was use error. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate